Event description:
It was reported that while attempting to announce a meal, the user unintentionally entered the fill tubing function and received instructions to press and hold until drops were visible; the user disconnected from the infusion set tubing, pressed the button once, confirmed drops, then reconnected and successfully announced the meal, indicating an incorrect procedure involving the tubing component. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to the tubing during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.